Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with mild tortuosity and heavy calcification. Pre-dilatation was performed and the 2.75 x 28 mm xience v stent was implanted at 14 atmospheres (atm); however, a proximal edge dissection occurred. A 3.0 x 33 mm xience prime stent was implanted for treatment. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.there was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.